Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's right atrial (ra) lead was found to have lost capture due to dislodgement. The dislodgement was confirmed via chest x-ray following an unrelated procedure. During the procedure to remove the ra lead, the ra lead was found to have stuck to another lead. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Additional information: e1: field should reflect new information of initial reporter name .additional information: d9: field should reflect return date of 20 dec 2022.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and ¿lead stuck to another lead¿. As received, only the distal portion of the lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. Lead hi-pot failure was found at the distal portion consistent with procedural damage. Visual inspection of the distal portion of the lead did not find any anomalies except for procedural damages. The helix was found to be retracted and clogged with dried blood. After cutting and cleaning part of the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification.